Event description:
Additional information provided by the user facility indicates there was no pt impact/injury associated with this event.

Event description:
A user facility reports problems with loading and folding of an intraocular lens (iol) when using the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.